Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the dovetail on the scope came off while removing the aberrometer.

Manufacturer narrative:
A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) 02112557 was opened on 12/21/2021 to address the reported event. Per the service request, a company representative (ar) performed an on-site assessment and replicated the reported event. To resolve the issue, the ar re-installed the dovetail part and then found the system to meet company specifications per service test procedure (stp). Based on the results of this investigation, the reported event was confirmed and replicated. The root cause of the reported event is attributed to internal-component wear/reliability. The manufacturer internal reference number is: (B)(4).